Manufacturer narrative:
Device is not available for eval. Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The pt underwent the extraction surgery of t2 tibial nail. The tip of the screw driver broke when the surgeon turned the screw driver to remove the end cap. The broken piece in the tip of screw driver was not able to be removed from driver hole of end cap. Therefore, the surgeon was not able to extract the nail and the extraction surgery was finished. The surgeon is requesting the risk analysis of the broken piece in the screw driver.